Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image did not appear due to a kink in the light guide bundle. Additionally, it's likely the distal end chipped due to a stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic broncho fiber videoscope exhibited no image and the distal end was chipped. There was no patient involvement.